Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. The hcp reported that the patient came in on the 13th and needed to be put on a ventilator when she did not normally require that. The hcp stated they thought the pump was malfunctioning. To his knowledge, patient has not had a recent dosage increase or decrease. The hcp requesting someone come read the pump.

Event description:
Additional information received from a health care provider (hcp) indicated that there was no device issues. The pump was interrogated on (B)(6) 2024 which demonstrated that the pump was working appropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.